Event description:
It was reported that the patient experienced pain and a reduced range of motion in the arm, due to device location on the chest. The physician repositioned the device, placing it more medially than the previous location. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2014. (B)(4).